Event description:
The 1st iab was placed on 9/19/97 and removed after 36hrs of iab therapy due to blood in the tubing. The 2nd iab was placed 9/23/97 due to angina and removed after 20hrs of iab therapy. The pt expired 3 days later.